Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B) (6) female patient for a respiratory problem with electrodes attached, the associated defibrillator was unable to get an ECG signal and displayed a "defib pad short" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.